Event description:
It was reported that during a da vinci-assisted surgical procedure, a loss of control of motion was observed on the permanent cautery spatula instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have the cable crimp from the wrist control cable at the grip hub dislodged. As a result, the cables appear to be broken but it is not and is likely the root cause of loss of articulation. The cable crimp is captured inside the welded grip. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.